Manufacturer narrative:
Other applicable components are: product ID: 8711, serial #: unknown, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown. Product ID: 8578, serial/lot #: (B)(4), UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 1200mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and movement disorders. It was reported that on (B)(6) 2018, they did a dye study and were unable to aspirate the catheter. They scheduled a catheter revision on (B)(6) 2019 to fix the issue. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the 8578 catheter was removed along with some of the 8711. The cause of the inability to aspirate was unknown. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable catheter (serial # unknown) identified a hole in the catheter body which was consistent with use. Analysis of the implantable catheter (serial #(B)(4) identified coring in the seal material in cup of the sutureless connector (sc). The core did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.